Event description:
Additional information received identified surgical intervention took place on (B)(6) 2015. During the surgery the patient's leads were repositioned (reference MFR. Report # 1627487-2015-06258; 1627487-2015-06259; 1627487-2015-06260; 1627487-2015-06261), however, nothing was done with the patient's ipg. Postoperative, the patient stated the pain at the ipg site had resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is experiencing pain at her scs ipg site which is causing her to have difficulty sleeping. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.